Event description:
Healthcare professional later reported particles in valve, partial delamination from shell, and crack in valve. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; crack opening, delamination of valve, brown particles in valve, flat creases. The leak test and microscopic analysis was performed which identified; a cracked opening in valve assessed as cracked valve seat diaphragm valve, total delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. Delamination of diapherm flange disk assessed as adhesive failure. Brown particles in valve, however there were not considered as workmanship due to the device was explanted.

Event description:
Patient reported left side deflation. Healthcare professional later reported particles in valve, partial delamination from shell, and crack in valve. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.